Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain neighbouring tooth. Wrong implant-direction-axis. Implant removed and another implant repositioned with new direction/axis.